Event description:
It was reported that the catheter was found to have a very dark material in the lumen which seemed to be occluding it. The catheter was sent to pathology for analysis of the dark material; it will not be returned to the manufacturer. No pt symptoms were reported. The pump was used to deliver morphine and marcaine.

Manufacturer narrative:
Catheter.